Event description:
Dealer returned unit with report of intermittent failure. Ventilator stops working, no display, no lights, no vent inop alarm. Dealer has made several inquiries about this event with hospital staff. The medical staff assures the dealer that there was no adverse consequences to the patient. Shutdown was detected by an independent apnea alarm on the patient circuit. Nursing staff responded and replaced the vent with another one.